Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was unable to complete the fill tubing. Multiple cartridges and infusion sets were used. There were no alerts in pump history. Customer used correct technique while filling the cartridge/infusion set; there had been no previous issues. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using another pump for insulin therapy.